Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has multiple pump errors. The customer's blood glucose level was 90 mg/dl. The customer stated that the error recurred during self test. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests; however, hardware low level failures error is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected hardware low level failures error or audio or vibrate anomaly or absence of alarms were noted during testing.